Event description:
It was reported that shaft break occurred. During unpacking of a 2.75mm x 20mm maverick balloon catheter, it was noted that the shaft was broken approximately 85 cm from the hub. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75mm x 20mm maverick balloon catheter, it was noted that the shaft was broken approximately 85 cm from the hub. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device had numerous kinks. There was a separation 78.1cm from the strain relief. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.